Event description:
It was reported that after the iab was inserted and in use for 12 hours, blood was seen entering the helium tubing. The iab was removed and a replacement was not indicated. There was no pt complications.